Event description:
PICC line procedure was initiated. The needle was exchanged for a peel-away sheath over a .018 guidewire. PICC line was then inserted through the peel-away sheath, at this point, the patient became very anxious, nauseous, agitated, started to move/kick and throwing supplies of the field, at this point the patient had a change in mental status, called for the nurse to call for rapid response, and immediately removed the PICC line, pressure maintained at the insertion site until hemostasis achieved, continued to monitor patient until rapid response team arrived. Patient intubated and transferred to ICU.